Event description:
On 2016-08-04, additional information was received from a foreign manufacturer representative (rep). It was reported the medication used in the pump was morphine. It was stated, "there was any dose because was necessary to change the catheter during the procedure, not after the implant."

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6). During the procedure on (B)(6) 2016, the catheter was damaged intrasurgically. The catheter was never implanted and was to be returned to the manufacturer. There were no patient symptoms or complications associated with this event. No medical or surgical intervention was needed to prevent permanent impairment of a function. The event did not lead to/ extend patient hospitalization. There was no patient injury. At the time of this report, the issue was resolved, patient status was alive - no injury

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.